Event description:
It was reported that during an surgical procedure, one of the leads of the implantable neurostimulator (ins) system broke. Only part of the fractured lead could be removed from the patient and was kept by the hospital. It was noted that the patient was set up to use the remaining 2 leads with the result that they were able to get good stimulation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Continuation of concomitant medical products: quad lead model 3888-33 lot# v594597 implanted: (B)(6) 2011 explanted: unk; quad model 3888-33 lot# v360222 implanted: (B)(6) 2011 explanted: unk; lead 3777-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: ; recharger 37752 serial# (B)(4); programmer 37743 serial# (B)(4); extension model 3708220 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).